Event description:
It was reported that pump displayed malfunction code 24 with fault ID 24-0x-2219 and issue was not preceded by any notable events. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device.